Event description:
2 of 2 reports. Other mfg report number: 3013886523-2024-00305. A physician reported a hakim valve (ID (B)(6)) and a peritoneal catheter were implanted on (B)(6) 2024 via ventriculoperitoneal (vp) shunt with unknown setting due to congenital hydrocephalus. The patient developed slit-like ventricles due to under drainage. Contrast examination was performed and could not confirmed the cerebrospinal fluid (csf) flow around peritoneal catheter due to shunt dysfunction. Therefore, the valve and peritoneal catheter were removed and replaced on (B)(6) 2024. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hakim peritoneal catheter (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.